Manufacturer narrative:
(B)(4). An evaluation of the complaint product cannot be performed as the product is not available and the lot number is unknown. An evaluation will be performed based upon the information reported by the customer. A follow up will be sent once the investigation has been completed.

Manufacturer narrative:
(B)(4). The customer indicated that the actual product involved in this incident was not available for evaluation. In addition, the lot number of the product is unknown. The customer also indicated that it could not be confirmed if the outer label was present at the time of the incident. An investigation of the reported incident was performed. The outer label on the overwrap for this product contains a pictorial (a hand and is crossed out and this is a warning label ¿not for parenteral administration¿). This label clearly specifies that the product is not for parenteral administration. The packaging process at the manufacturing site was reviewed and it was verified that at least four (4) operators are placing this warning label in the correct position on the overwrap as required. No deviations were identified. The inspection records were verified and it was confirmed that there were no missing warning labels identified during recent production. The actual solution bag is printed with the statement ¿inhalation¿ in six (6) languages. This printed information on each bag passes through at least three (3) statistical inspections and two (2) 100% inspections before it leaves the manufacturing facility. In the manufacturing process, there are three (3) operators placing the bags into the cases and introducing the instructions for use (IFU) in every case of product. The IFU specifies that the product has to be used only for inhalation therapy and not for parenteral administration. The cases are also labeled at the end of the process. The case label also indicates that the product is for inhalation only. This product is intended for inhalation use only. It was confirmed that this product has several visual and written warnings against improper use. The overwrap contains a warning label indicating ¿not for parenteral administration¿. In addition, the primary container (pvc bag) has the indication ¿inhalation¿ printed on it. Each case of this product comes with an instruction for use (IFU) which specifies that the product has to be used only for inhalation therapy and not for parenteral administration. Each of the packed cases of this product is also labeled, which indicates that the product is for inhalation only. Based on the information provided, it was determined that the product (2d0735x), the product labeling, and the manufacturing process did not contribute to the reported issue. The product labeling contains sufficient information to identify the correct product usage. The root cause was incorrect use of the product by the customer. A review of the carefusion complaint system was performed for this product over the last two years. There have been no other reported complaints for this same issue (incorrect administration or set up of this product) during this time period. During this same time period carefusion has sold over (B)(4) of this product. The reported issue will continue to be trended and evaluated by carefusion.

Event description:
Item 2d0735x was inadvertently set-up for use as an i.v. Solution.  There was no harm to the patient.  Additional information received from the customer on (B)(4) 2014.  "To my knowledge,  there was not patient impact due to this issue.  This is not specific to a unit or lot number.  There are no pictures available.  The product has been in use here at this hospital at least for 10 years. My suggestion would be to place a sticker on the bag or color code these bags in red to bring it to the attention of the caregiver. I would also like to know the number of hospital that are using this product, and if this has occurred at any other institutions. If it has occurred in other hospitals what has been done to eliminate this from occurring again".  Additional information received from the customer on (B)(4) 2014.  The customer cannot confirm if the outer label was present in the outer bag.  The label contains a pictorial (a hand and is crossed out and this is a warning label ¿not for parenteral administration¿). Customer relayed to sales rep that although labeling clearly indicates "inhalation", the color print is not differentiated by from the color print on the i.v. Bag. The customer was contacted via telephone for additional information. Reporting customer identified that incident occured during a code situation. Customer identified that product was infused into patient and that infusion was initiated pre-hospital setting.